Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 9. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide this information. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer continued to use the pump for insulin therapy.